Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) had a continuous alarm. No patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. To fix the issue, the service territory manager (stm) replaced the main board. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Initial MDR was inadvertently submitted with a blank g3-date received by manufacturer. This follow-up report corrects it from: blank to: 02/16/2024.